Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states he cannot charge. Pt mentioned seeing empty boxes and later in the call patient states he doesn't see that only sees the reposition antenna screen. Patient states he is seeing the reposition antenna screen. Patient service specialist walked patient through steps to reset the recharger. The issue was not resolved through troubleshooting. Agent sent request to repair for insr antenna to see if this helps with the charging issue. During call the patient was hearing beeping sounds and the reset did solve the beeping. Agent wanted to update that the patient felt stimulation 1.5 weeks ago and states doesn't feel stimulation. Patient mentioned he is in a wheelchair and does not walk. Patient also mentioned he went to the healthcare provider yesterday and they were not able to help him with his recharging. Pt will call if the insr antenna does not help. Patient will call back if he needs further assistance. Agent reviewed overdischarge and directed to hcp to have the ins checked. Agent reviewed wr options however pt is going to try insr antenna first and have the ins checked next. Additional information received. The manufacturer representative (rep) called and states that she spoke with the pt today and the pt is seeing a screen on the insr after replacing the antenna that has the 'paddle with a lightning bolt'. Agent was not able to discern the exact screen the caller is describing and caller is going to elect to have the pt call pats when the pt is with their external product to determine exactly how to proceed. Additional information received. Patient wife called stated they received the insr antenna cord and have replace the cord. Agent reviewed they don't need to return the old cord. Agent assisted caller to use the recharger to start a charging session and insr is showing reposition antenna screen. Agent asked caller and patient to use the mystim patient programmer (pp) to connect to the ins and pp is showing poor communication screen. Agent asked clarifying questions and patient said the implant haven't been charge for over a week or longer. Caller stated patient is wheelchair bound and they have difficulty repositioning the antenna. Agent reviewed ins in possible overdischarge state and recommend patient consult with hcp ofc for next step. Caller stated they will contact mdt rep kasie herbert. Agent sent email to rep regarding patient situation. Additional information received. The rep called to state she met with the patient yesterday and completed 4 60 minute recharge sessions, however continued to see a blank screen, followed by the reposition antenna screen. Rep states she was not able to clear the por. Ts reviewed assessing the ins depth/position, as well as use of the antenna locater. Ts reviewed that it may need more than 4 sessions. Rep states the patient's device was only in the overdischarge state for a week. She states the patient has gained weight and the ins may be sitting deep. Ts reviewed they may need to completed an x-ray to determine exact positioning. Rep plans to meet with the patient again. Additional information received. Rep called with patient and said they have done 4 consecutive passive recharge and it's still not charging the neurostimulator. Ts reviewed that it's up to patient and hcp to determine how many times to try. Ts tried to show rep how to use antenna locate feature but the recharge kept coming up with the software version screen, version 2.5; this recharger is not appropriate for the implant since it needs the 4.0 software version to allow recharging the neurostimulator. Patient will go home to look for the recharger with the purple face plate. If patient can't find the recharger, then patient is to call pats to request the appropriate recharger. Additional information received. Medtronic rep called in and stated that pt needs the insr overnighted pss is sending a message to repair for the insr. Additional information received. Patient rep (wife) called back and repeated previously documented information. Patient rep confirmed receiving replacement recharger and mentioned the recharger does not say ultra. Agent clarified device and device function of the recharger. Patient rep mentioned patient was in a wheelchair and agent reviewed to send back previous recharger with return label. Patient rep mentioned patient started a charge session; recharger showed reposition antenna screen. Agent instructed patient rep to reposition recharger and hit the green button; reposition antenna screen would come up. Agent asked clarifying question and patient rep mentioned it has been over a month when patient last charged their implant. Agent informed patient implant would need to be restarted and then try to charge implant with the replacement recharger. Agent reviewed role of rep and provided nas number. Agent directed to hcp. Additional information was received from a manufacturer representative (rep). It was reported that the device was not recoverable. A replacement took place. The information provided was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the event has been resolved. The customer discarded the explanted implantable neurostimulator (ins).